Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: none. Additional information also included indicated: did patient experience a thrombus event (suspected or confirmed): y. Signs or symptoms: abnormal pump parameters. Increase in ldh. Event confirmed: n. Device malfunction: n.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of pump power elevations and increased lactate dehydrogenase (ldh) was confirmed based on the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 9¿ from the pump housing and the distal portion of the driveline was returned as well. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the remainder of the outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball of the rotor. The laminated structure of this thrombus and its areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the observed formation could not conclusively be determined through this evaluation, it could have contributed to the reported elevated ldh levels and pump power elevations. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that could have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 1 year and 5 months. The device was returned for analysis. Evaluation is not complete. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase levels continued to rise along with power spikes. The patient underwent a pump exchange from one lvad to another lvad.